Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both view plates have snapped in half.

Manufacturer narrative:
A complaint database search against the reported product code found previous investigations that when confirmed were due to product wear out, however misuse (possibly through user error) cannot be ruled out. The surgical technique was reviewed by product development and marketing to try to understand the possibility that the view plate may be attached to the impactor and broach during impaction, resulting in the noted fractures of the view plates. This theory could not be confirmed nor ruled out, therefore marketing agreed to release a sales mail to the field (released on 6/6/2011) instructing the proper usages (view plate not attached , just used as a visual aide) to mitigate this risk associated with this possibility. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.